Manufacturer narrative:
Describe event or problem updated. (B)(4)

Event description:
It was further reported and confirmed that "no stent thrombosis was found or treated."

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06118. (B)(6) clinical study. It was reported that myocardial infarction and stent thrombosis occurred. In (B)(6) 2012, the patient presented with unstable angina and subsequently the index procedure was performed. The target lesion was a de novo lesion located from proximal left anterior descending (lad) artery to mid lad with 90% stenosis and was 36mm long with a reference vessel diameter of 3.50mm. The target lesion was treated with pre-dilatation and placement of a 2.50x20mm and 3.50x16mm promus element¿ plus stents. Following post dilatation, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with a three days history of substernal chest pain radiating through chest brought on by physical activity. The patient was treated with nitroglycerin, nitro paste and acetylsalicylic acid (asa) aspirin in the emergency department (ed). The patient did not have chest pain on admission. Electrocardiography (EKG) performed revealed some minor t wave flattening but was very similar compared to his baseline and lab investigations revealed negative troponins. The patient was admitted to the telemetry department with the diagnosis of acute coronary syndrome. On the next day, coronary angiography revealed lad 90% in-stent restenosis of proximal portion, 70% diffuse in-stent restenosis of mid portion, 70% diffuse in-stent restenosis. The patient was referred for left heart catheterization due to the probability of obstructive disease. The patient underwent cardiac catheterization which revealed proximal lad stent thrombosis with large anterior wall infarct while not on dual antiplatelet therapy. The patient's condition was medically managed. Cardiac risk factors were recommended to be modified. Cardiology recommended computed tomography scan (cts) consult. On the following day, the patient consulted cts and outpatient follow up was recommended to discuss coronary artery bypass grafting (CABG). The patient had no chest pain post-cardiac catheterization. The acute coronary syndrome was considered to be resolved and the patient was discharged under stable condition on aspirin and prasugrel.